Event description:
A patient underwent a cervical lymph node biopsy. She was in a prone position with her face in a foam headrest. The procedure was done under monitored anesthesia care. A flash fire occurred.